Manufacturer narrative:
Corrected information for supplemental medwatch report 001 - section b5, describe event or problem, of the initial medwatch report stated: it was reported to ventec by an authorized third party service provider (asp) that the device's exhaled tidal volume (vte) levels were low and that it was displaying a "patient circuit disconnect" alarm. There were no reports of patient involvement associated with the reported event. Section b5, describe event or problem, of the initial medwatch report should have stated: an authorized third party service provider (asp) contacted ventec to report that the ventilator measured lower peep (positive end expiratory pressure) than set and that its exhaled tidal volume (vte) levels were low. In addition, the device was displaying a patient circuit disconnect alarm. There were no reports of patient involvement associated with the reported event. New information for supplemental medwatch report 001 - h6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of it displaying a patient circuit disconnect alarm, as well as measuring lower peep (positive end expiratory pressure) than set and low exhaled tidal volume (vte) levels was confirmed. The asp replaced the internal flow transducer (ift) and external flow module (efm) to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift and efm.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the ventilator measured lower peep (positive end expiratory pressure) than set and that its exhaled tidal volume (vte) levels were low. In addition, the device was displaying a patient circuit disconnect alarm. There were no reports of patient involvement associated with the reported event.

Event description:
It was reported to ventec by an authorized third party service provider (asp) that the device's exhaled tidal volume (vte) levels were low and that it was displaying a "patient circuit disconnect" alarm.  There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
The authorized third party service provider (asp) will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. To be serviced by 3rd party.